Event description:
(B)(4). Severe cramping, stabbing feeling on hip bones, so bad at times I can't stand or move. Missed period for 5 months and now period every two - three weeks. Extremely heavy bleeding.

Event description:
(B)(4). I was just scheduled today for a hysterectomy.